Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported: however, it was stated that " it have falsely attributed to an accident when doing a connection." It was not reported if the patient was hospitalized for the event. It was reported that the patient was being treated for peritonitis. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1 phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.